Event description:
It was reported that the patient had a driveline power fault alarm with no disconnections noted and no damage noted to the driveline. Log files were submitted for review, confirmed driveline power a fault alarms on 07oct2024 and captured 1 driveline comm b fault flag with no alarm. The log files data which triggered the driveline power fault alarms had returned to normal. The driveline comm b fault cleared on its own. The customer was instructed to clear the driveline power fault alarm and continue to monitor.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed driveline power fault alarms; however, a specific cause for the alarms could not be conclusively determined through this evaluation. Review of the submitted x-ray image showed no areas of potential driveline compromise. The controller event log file contained relevant events from 25sep2024 through 07oct2024. A driveline power fault alarm associated with power a line faults (pwr_a_broken) activated on (B)(6) 2024. The power a line fault resolved on its own; however, the driveline power fault alarm remained active for the remainder of the file. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline all system controller alarms as well as how to respond to each alarm condition. Section 8 of the patient handbook, ¿handling emergencies¿, lists examples of emergencies, including driveline power faults, and the recommended actions associated with these emergencies. Furthermore, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.